Event description:
Procedure: lap colectomy. According to the reporter: the egia60avm reload was assembled with idrive. Once closed the jaw he found that the jaw did not close completely and not tightly so he changed the new sulu which the new one can close completely. No tissue damage or blood loss. Problem found during closing. Patient involved without injury. Medical intervention did not require. Surgery time did not extend 30 minutes or more. Product tested prior to use. Patient condition is stable now. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).